Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 354 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. In addition the patient reported being unsure if the cannula was properly seated in the infusion site (leg). The patient administered boluses as treatment. Once at the hospital, the patient was admitted to the pediatric intensive care unit (ICU). The patient's pod was removed in the ICU and it was discovered that the patient had a small irritated wound at the pod infusion site. The patient was treated in the ICU with intravenous potassium and fluids, as well as insulin via manual injections. In addition, the patient was monitored for any brain issue or kidney failure. The patient was released from the hospital the day following the incident. The pod will not be returned as it has been discarded.